Event description:
User facility reports a capsular bag tear was experienced during lens implantation.

Manufacturer narrative:
The evaluation of this lens revealed one haptic broken in the gusset area in addition to optic damage. No evidence to suggest that the lens was related to the capsular bag tear.